Manufacturer narrative:
The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, manual compression was performed for twenty (20) minutes and the patient recovered. There was no reported patient injury. The device was being used in a transfemoral cerebral angiography (tfca). The device was prepped, stored, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and had used the device several times prior to this procedure. Vessel tortuosity was mild. There was no pvd/calcium in the vicinity of the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx vcd. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, manual compression was performed for twenty (20) minutes and the patient recovered. There was no reported patient injury. The device was being used in a transfemoral cerebral angiography (tfca). The device was prepped, stored, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and had used the device several times prior to this procedure. Vessel tortuosity was mild. There was no pvd/calcium in the vicinity of the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx vcd. A non-sterile ¿mynx control vcd, 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device with the stopcock observed open. The sealant remained in the manufacturing position. In addition, the balloon was received fully deflated. The procedure sheath and syringe were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported failure and no damages/anomalies were observed with the returned device. An inflation/deflation test was performed per the mynx control IFU, and the results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222109 presented no issues during the manufacturing process that could be related to the reported event. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, manual compression was performed for twenty (20) minutes and the patient recovered. There was no reported patient injury. The device was being used in a transfemoral cerebral angiography (tfca). The device was prepped, stored, and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and had used the device several times prior to this procedure. Vessel tortuosity was mild. There was no pvd/calcium in the vicinity of the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx vcd. The device is expected to be returned for evaluation.